Manufacturer narrative:
Images provided were assessed. Review of the images note demonstrated that the arterial line was full of air at some point. The timing of this is unknown. Perfusion data was provided for review. Two notable declines in arterial flow are observed in the data, but no clear root cause could be established with the perfusion data. Product identifiers were not provided by the customer site.

Event description:
It was reported that during perfusion, the recirculation pump was running continuously and the surgeons were working on hemostasis and the liver was not yet up to temperature. Thirty minutes later, message code 300 (ascites pump running continuously) was delivered to the users. It was noted that the recirculation pump was running frequently but intermittently. The arterial line was noted to be full of air and low hepatic artery flow was also reported. A laceration was present on the anterior surface of the liver which was successfully addressed. Following establishment of hemostasis, adequate arterial flow was achieved. The liver was successfully transplanted following perfusion.

Event description:
It was reported that during perfusion, the recirculation pump was running continuously and the surgeons were working on hemostasis and the liver was not yet up to temperature. Thirty minutes later, message code 300 (ascites pump running continuously) was delivered to the users. It was noted that the recirculation pump was running frequently but intermittently. The arterial line was noted to be full of air and low hepatic artery flow was also reported. A laceration was present on the anterior surface of the liver which was successfully addressed. Following establishment of hemostasis, adequate arterial flow was achieved. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Lot number of the set was requested but not available. Investigation of the reported event is pending.